Event description:
It was reported that the collimator on the 2600 system closed down during a case. Also, the foot-switch would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The colllimator upgrade kit was installed. The sensor board and control board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc. This MDR is related to ge healthcare complaint number.